Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a pelvic floor repair procedure in 2007. On ten days later, the patient had a vaginal wound infection of mild intensity. The patient was prescribed antibiotics, and the infection was resolved on the following month.